Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log file confirmed a pump stop due to depleted external batteries and the system controller's backup battery. Additionally, low flows were confirmed through the evaluation of the submitted log files; however a specific cause could not be determined through this evaluation. On 14dec2019 at 6:53:18 am, a low battery advisory alarm was active in the submitted log file. At 8:57:52 am, the alarm was followed by low battery hazards. At 9:21:44 am, no external power alarms became active and the system controller's backup battery was in use. The pump remained in power save mode until the backup battery depleted and the pump stopped for an unknown amount of time. Upon restoration of power to the system controller via an external 14v battery, the pump resumed operating at the set speed without issue. Per design, the total loss of power to the system controller resulted in a clock reset to 01jan2001. Also of note, persistent low flow alarms were recorded prior to the pump stop. One transient low flow alarm was recorded after the pump stop event and no further alarms were recorded. The patient remains ongoing on vad support and no further issues have been reported at this time. The hm ii lvas IFU, as well as the patient handbook, provides important information regarding the heartmate batteries, including outlining monitoring battery charge level and replacing depleted batteries. These documents outline all system controller alarms, as well as how to respond to such events. The hmii lvas IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas IFU, is currently available. The ¿powering the system¿ section provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. Furthermore, the IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." ¿pump performance monitoring¿ outlines different pump parameters and describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The pump flow section explains that pump flow is estimated based on pump power. Additionally, the IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The alarms and troubleshooting section of this IFU describes all alarm conditions, including the low flow hazard alarm. The hm ii lvas patient handbook is currently available. The ¿how your heart pump works¿ section outlines battery charge level, fuel gauge display, and visual/audible alarms. If the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. This section also indicates that the power module should be used for power while the user is indoors relaxing-and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. Instructions for exchanging batteries and switching power sources are provided in the ¿powering the system¿ section. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them, including the low battery power and no external power alarms. This document also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a pump stop due to the batteries being drained. No additional information was reported.